Event description:
During the procedure, the EKG disappeared from the display monitor. The staff called the rep and was told that the catheter has current leakage issue. The catheter was removed and a new catheter was used. The EKG came back with the new catheter. The company is aware of this issue. Manufacturer response for nav c3 st f-j, nav c3 st f-j (per site reporter): the company is aware of this issue.